Event description:
One endeavor sprint rx drug eluting stent was implanted in the proximal left anterior descending during the index procedure. At 30 day follow up patients worst angina status was reported as ii per (B)(6) of angina. It is reported that the pt was treated with meds for bronchitis approximately 5.5 months post index procedure. At 6 month follow up patients worst angina status was reported as I per the ccsc of angina. The pt presented with hives approximately 8 months post index procedure with a remote relation to antiplatelet study drug. Approximately 8.5 months post index procedure the pt was treated for infectious (B)(6). CT showed colonic thickening secondary to infectious origin. There was also blood in stool. Pt was treated with antibiotics, pain meds and asacol. It is reported that the pt suffered a spontaneous gi bleed which resulted in extended hospitalization. The pt was taking aspirin and clopidogrel 24 hours before the event. In the same time frame the pt was treated for (B)(6), presenting with hypotension and bradycardia, treated with IV antibiotics, crohns disease egd and histopathology completed. It is also reported that the pt developed sick sinus syndrome which was treated with beta blockers until a permanent pacemaker (ppm) insertion was done.

Event description:
It is reported that the patient was hospitalized due to a spontaneous gi bleed approximately 17 months post the index procedure. The investigator has indicated the event was not related to the study device. The patient is continuing with treatment.

Manufacturer narrative:
(B)(4). Eval, results: gi bleed.